Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported that after an intraocular lens (iol) was implanted, the patient had an unexpected refractive outcome showing residual astigmatism. In a follow up, the reporter indicated that the patient was using over the counter treatment for dry eye issues, and that the cause of the reported event is unknown. Additional information was requested.